Event description:
Device malfunction: cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was initially reported that the device was to be returned for analysis; however, no specific information was available. Multiple attempts to obtain specific information were unsuccessful. Upon analysis of the returned device it was found that the needle did not engage the posterior cuff, resulting in the link being pulled from the anterior cuff and a cuff miss had occurred. This would result in a failure to achieve hemostasis.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found that a posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the link being pulled from the anterior cuff. During lab testing, the plunger was inserted to test the needle trajectory and push mandrel travel and the results were acceptable. Based on the investigation findings, the most probable root cause for the posterior cuff miss and subsequent link pull from anterior cuff is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.